Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the archive data review. The root cause of the reported ua07 error was a defective load cell module 2. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, the front enclosure was observed cracked, unrelated to the reported complaint. The root cause for the observed physical damage could be due to user mishandling. The front enclosure will be replaced to address the issue. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unable to perform initial functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed that load cell module 2 over-reported. The defective load cell module 2 needs to be replaced to remedy the fault. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During device check after patient use, customer reported the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The crew was unable to clear the advisory. No patient involvement.